Event description:
During routine preventative maintenance testing, stryker observed the therapy connector cable was broken. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's therapy connector to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.